Event description:
It was reported by repair work order that the backrest would not support weight due to the rear cross bar being damaged. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.

Event description:
It was reported by repair work order that the rear cross bar was damaged. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined the rear cross bar being broken would result in caregiver annoyance; however, the caregiver would still be able to assist the patient, if necessary. Additionally, it is not likely to harm the patient as the recliner would still support weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.